Event description:
It was reported that during a laparoscopic appendectomy procedure the reload separated from the stapler when the surgeon attempted to fire the stapler for the first time. The reload fell in to the patient and was retrieved laparoscopically. Procedure was completed with another reload of the same product code and the same initial stapler. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Corrected data: 3005075853-2017-04677 was submitted as follow-up #2 in error. Therefore, 3005075853-2017-04677 be re-submitted as follow-up #1. Please see attachment. - attachment: [3005075853-2017-04677.pdf].

Manufacturer narrative:
(B)(4). Batch # 56p4r. The analysis results showed that one ecr45b cartridge reload was received with pan dislodge and one piece sled missing. Furthermore the cartridge deck was noted to be damaged. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occurs. In order to verify the condition of the internal components of the reload it was disassembled and no anomalies were noted. No functional test could be performed due to the condition of the reload. While no conclusion could be reached as to how the pan became dislodged from the reload, in addition it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.